Event description:
It was reported that screws are pulled out and broken in an ankle fusion plate.

Manufacturer narrative:
This corrects the report to reflect broken screws were reported, not the plate.